Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. 510(k): k926214. The actual sample was received for evaluation. Visual inspection revealed that the area approximately 230mm - 430mm from the distal end of the shaft, the urethane outer layer had been peeled off. The damaged area was inspected under a magnifier and on an electron microscope. The inspection results showed that: the surface of the shaft where the urethane outer layer had been peeled off was smooth; abrasions was found near the area where the urethane outer layer had been peeled-off. Based on this, it was inferred that some hard object (e.g. Metal needle) came into contact with this area; and the core wire was exposed. The peeled-off segment of the urethane outer layer was put back to its place on the main body and the state of fitting was observed under a magnifier. It was confirmed that both parts were fit to each other. Based on this, it is most unlikely that the actual sample had a deficit part in the urethane outer layer. The outer diameter of the shaft was measured on the undamaged segment and confirmed to meet the factory's specifications. Reproductive testing was performed, and a guide wire sample was withdrawn through a metallic needle. The urethane outer layer was sheared off the wire and the tip of the sheared urethane piece had been cut in an acute angle. The shear cross-section presented a smooth cut surface. The damage similar to that observed on the actual sample was reproduced. A review of the device history record and product release decision control sheets of the product code/ lot# combination was conducted with no findings. IFU states: do not manipulate or withdraw the glidewire through a metal entry needle or a metal dilator. Manipulation and/or withdrawal through a metal entry needle or a metal dilator may result in destruction and/or separation of the outer polyurethane coating requiring retrieval. A plastic entry needles is recommended when using this wire for initial placement. Based on the provided information and investigation results, there is no definitive evidence that this event was related to a device defect or malfunction. It is likely that the actual sample in the state of coming into contact with the edge of the concurrently used metal needle was subjected to pulling force, which resulted in the urethane outer layer getting peeled-off the core wire. However, the exact cause of the reported event cannot be definitively determined based on the available information. Terumo medical products (tmp) (importer) registration no. 2243441 is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. 9681834. Exemption number e2015022.

Event description:
The user facility reported that radifocus guidewire m urethane outer layer was peeled off when removing the actual sample from a metal needle. No urethane piece remained in the patient; there was no harm to the patient